Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage and failed battery test. The customer blood glucose level was unknown. Customer also reported that the insulin pump had diminished battery life, rejects new batteries and failed battery test. Customer stated that the insulin pump had minor scratches on the screen, louder rewind or priming noise. The device will not be returned for analysis.